Manufacturer narrative:
H3 other text : not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having lung disease from a dreamstation CPAP pro device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having lung disease from a dreamstation CPAP pro device. Medical intervention was not specified. The dreamstation CPAP pro was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed a fine dust-like contamination on the outside of the rear panel. Slight dust-like contamination and hairs/fibers in the air outlet port. Gray and black (inconsistent with degraded sound abatement foam) dust-like contamination and hairs/fibers at the air inlet of the blower box. Fine coating of dust on inside of top enclosure, inside of ui panel, rear panel and in the bottom enclosure. There was oxidation discoloring on the bluetooth trace antenna on the pca which is an anticipated occurrence. Fine coating of dust on top of the blower box. Significant dust-like contamination on the blower motor, blower seal, and in the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box. White, brown and black (inconsistent with degraded sound abatement foam) dust-like contamination in the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.